Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse observed the aspirate probes 1 and 2 intermittently failed to aspirate unbound material from the cuvette. The cse then replaced the wash aspirate pump, calibrated all bubble sensors, tested all wash dispenses and they all passed. The customer then ran qc and the results were in range. The customer reran the samples previously ran. The cse observed the instrument for 2 hours with no errors. The system was fully function upon departure. The cse left the call open to follow up with the customer. The customer called the cse about an issue. The cse observed that the aspirate probe 1 and 2 rinsing block was leaking. The cse replaced the probe rinsing block and verified all wash station fluidics successfully. No leaks were found after the replacement. The cse calibrated the aspirate probe bubble sensors. The customer then ran quality control (qc) and results were in range. The customer reran all (B)(6) previously ran to confirm results. The system was operational at this time but the cse wanted to follow-up in the following days. The cse followed up with the customer. The cse found aspirate probe 3 and 4 rinsing block was leaking. The cse replaced the probe rinsing block. The cse verified fluidics successfully. The cse placed an order for a probe rinsing membrane pump to replace the next day. The following day, the cse returned and replaced the wash probe rinsing aspiration pump. The cse then verified the fluidics successfully. No leaks were found upon completion. Customer ran qc and results were within range. The cause of the (B)(6) results was due to a leak from the probe rinsing block assembly. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) results were obtained on patient samples on the advia centaur cp instrument. The samples were repeated on the same instrument after service. No results were reported to the physician(s), until repeatable values were obtained. The customer did not provide which results were the correct results reported for the patients. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.